Event description:
It was reported that the patient had not had pain relief with the pump since implant. The patient was concerned that there may have been an issue with her pump. During the patient¿s post-operative visit, she could feel the catheter under her skin. By her next visit with her doctor, the ¿catheter was not there¿ and the patient could not feel the catheter. The patient also took oral medications including promethazine, soma, and xanax. The patient noted that she needed hip replacement surgery. The patient was currently seeking a new doctor since she was generally unable to see her current doctor. Patient outcome was unavailable at the time of the report. The device system delivered dilaudid and possibly bupivacaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).